Event description:
It was reported that the device was nearing recommended replacement time (rrt) too soon and should be closer to seven to eight years for longevity. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.